Manufacturer narrative:
Eval summary: no lot code or sample was provided by the customer. No further eval or root cause analysis can be conducted at this time. (B)(4).

Event description:
In a literature report published in the (B)(6) for ocular infection, a physician reported a pt experienced acanthamoeba keratitis. The pt experienced a foreign body sensation in the right eye (od) and visited another clinic. The event was treated with steroids and antibiotics but the event did not improve. The pt then was seen at a (B)(6) hospital and treated with various ophthalmic solutions including a steroid agent but there was no improvement. The pt visited another hospital where an evisceration of the eyeball was performed. Additional info has been requested.